Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Event description:
The customer reported that he was receiving a no delivery alarm on his insulin pump, for which troubleshooting was performed. It was discovered during troubleshooting that changing the reservoir resolved the issue, possibly indicating that the reservoir was occluded. The customer's blood glucose was 131 mg/dl. Nothing further was reported.